Event description:
It was reported that during attempted insertion of the iab difficulty was encountered passing it though the introducer sheath. Because of this, the assembly was removed and replaced. There were no pt complications.